Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the surgery date. Latest preventive maintenance confirmed system met specifications as per service installation record. Treatment report, and logfiles have been requested but not provided therefore logfile review cannot be confirmed. As per initial report, a company representative confirmed that during surgery a lash was present underneath patient interface, interfering with laser. Due to lash being on the cone, the system was not able to cut through it causing the flap not to be able to lift where it had been located on the cone. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported a partial flap (an incomplete flap) in the patient's left eye during lasik surgery. At a later time, the patient sent home to recover will return for photo refractive keratectomy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).